Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 118, 180 mg/dl and sensor value that triggered the suspend event was 39 mg/dl. Insulin delivery was suspended due to sensor values the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that there was blood at the site after insertion of sensor. The customer reported that the insulin pump had change sensor and calibration not accepted alarm. The sensor will not be returned for analysis.